Event description:
It was reported that during a percutaneous intervention procedure, positioning difficulty was encountered. The event was mentioned in passing. The physician stated that he had encountered difficulty when using the apex balloon catheter. The balloon watermelon seeded when trying to use it. No pt complications occurred. Additional info has been requested but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.